Event description:
This male patient was undergoing coil embolization within the internal carotid artery. There was mild calcification and heavy vessel tortuosity. The physician found a kink on the delivery tube while advancing the coil inside the microcatheter. He could not detach the coil due to the kink on the delivery tube, so he withdrew the whole delivery system, and used another dcs to continue the procedure. There was no adverse consequenece to the patient.